Manufacturer narrative:
Additional information was received indicating that there was no patient injury from this fault. One portex® endotracheal tube was returned for analysis in used condition. Visual inspection revealed that the inflation line had been cut. No testing could then be performed as the inflation was observed to be cut. Relevant documents and manufacturing process were both reviewed and deemed adequate. Training records and inflation line assembly operation were both reviewed with no discrepancies. The bell-out, fit inflation line and pressure decay test operations were audited during thirty-two units were performed; no discrepancies were observed. Based on the evidence, the complaint that the pilot balloon was damaged was no confirmed. There was no fault found as there was inability to performed testing.

Manufacturer narrative:
Event date: only the month and year are known - (B)(6) 2019. Device evaluation in progress.

Event description:
It was reported that when removing the product from the patient, the customer noticed that the pilot balloon was damaged. No patient injury or complications were reported in relation to this event.